Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure for an unknown reason. The patient was doing well postoperatively. The explanted device will not be returned.

Event description:
It was reported that the patient underwent an ipg replacement procedure for an unknown reason. The patient was doing well postoperatively. The explanted device will not be returned. Additional information was received that the patient underwent an ipg replacement procedure due to charging issues.